Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two percutaneous leads (from the same lot) as part of his scs system. It was reported the patient felt ineffective stimulation coverage despite reprogramming attempts. It was reported the physician planned to order x-rays to rule out lead migration. No further information is available at this time.